Event description:
It was reported that the pump had been alarming for four days before the patient realized that the noise was from the pump. It was noted that the patient had not reached therapy efficacy yet. The patient had started out with prialt in the pump, but it was removed in favor of the previously reported drugs.

Event description:
Additional information: the pump was replaced. The patient doing well. The pump also delivered bupivacaine.

Manufacturer narrative:
Continuation of concomitant medical products: programmer model 8835, serial# (B)(4); catheter model 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: unk.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that patient noticed an error code or message in regards to an eri (elective replacement indicator). The pump was alarming, but telemetry was not performed. It was also stated that the patient had noticed an increase in his pain levels since the past two weeks. Drugs delivered via the system were morphine and clonidine. It was later reported that the alarm was confirmed by telemetry as a non-critical alarm due to eri. Patient had heard the pump alarming since (B)(6) 2012. The pump was interrogated on (B)(6) 2012 and indicated the eri to have occurred on (B)(6) 2012. The pump logs also indicated the eos (end of service) replace by date as (B)(6) 2012. It was further stated that upon looking at the pump logs before pump alarming, the eri was approximately 52 months. A premature eri was indicated. It was added that the flow rates had not been above 1.5ml/day. There was no therapy or medical problem. As of (B)(6) 2012, patient had not shown any signs of withdrawal and a device replacement was planned but not scheduled. A follow-up report will be sent if additional information becomes available.